Manufacturer narrative:
Continuation of d10: product ID: 8785, lot# hg3deag, implanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient had a catheter revision, on (B)(6) 2021, and a small non occlusive kink was noted. The hcp created a small flap lateral to the colette mobilized and placed deep to the flap and was then closed with sutures. The issue resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: product ID: 8785, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8785, serial/lot #: (B)(4), ubd: 09-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone, clonidine and bupivacaine via an implantable pump. It was reported the patient had back pain and severe new pain at exercise to both flanks, right shoulder and active trigger points. The hcp increased the dose of hydromorphone by 12.5%. It was indicated the event was possibly related to the device or therapy and possibly related to hydromorphone, bupivacaine and clonidine. The event was ongoing. Additional information received from a healthcare professional (hcp) via a clinical study reported the patient reported increased back pain on (B)(6) 2021. The entire system was reprogrammed on (B)(6) 2021 where the intrathecal (it) dose from 0.45 mg/dl to 0.5 mg/dl. Additional information received from a healthcare provider via a clinical study reported the patient had increased back pain, on (B)(6) 2021, and the hcp increased the dose by 14% to 0.51 mcg/day. Additional information received from a healthcare provider via a clinical study reported that after examining the lumbar spine incision site, on (B)(6) 2021, it appeared to be a protrusion that the provider suspected may be the catheter anchor which was being rejected. The device diagnosis was catheter dislodgement. The patient may require a catheter revision. On (B)(6) 2021, the patient continued to have significant pain at the anchor site.